Event description:
It was reported by the user facility's biomedical engineer (biomed) during troubleshooting of parent complaint MDR #1828100-2014-00722, the cardioplegia pump would not run. There was no pt involvement.

Manufacturer narrative:
.